Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing on the right ventricular (rv) lead channel as well as stored false pacemaker mediated tachycardia (pmt) due to a sinus tachycardia. Technical services (ts) was consulted, and programming options were recommended. No adverse patient effects were reported. This device remains in service.